Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. There was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, the customer removed the o-ring and loaded a cartridge to address the event. There was no impact to customer's blood glucose level.